Event description:
The customer reported being hospitalized due to non diabetes related illness. The customer stated that she was experiencing high glucose for several hours. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir, no delivery, and battery alarms. Ran a fixed prime and high pressure test and they passed. The customer stated that she was taking medications, but the nurse stated that it would not affect her blood glucose. The customer's recent glucose reading was 527 mg/dl, and she has contacted the nurse, who advised to take 20.0 units to correct her glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.